Manufacturer narrative:
Taper ii. The product associated with this report will not be returned. Based upon the date span of the study provided by the reporter the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore no analysis or testing has been done.

Event description:
Healthcare professional reported 'separated" access port tubing after the pt complained of "pain". Also, "the tubing in access port was broken and pt had some small injuries due to contact with the broken part". Lastly, "small injuries occurred as a result of irritation from rubbing". The device was explanted.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted that the port tubing others was broken with striations consistent with surgical end cut to remove the device. Device labeling addresses the possible outcome of leakage as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage.¿ ¿caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Healthcare professional reported "separated" access port tubing after the patient complained of "pain." Also, "the tubing in access port was broken and patient had some small injuries due to contact with the broken part." Lastly, "small injuries occurred as a result of irritation from rubbing." The device was explanted.